Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was resetting and would not recognize an inserted battery pack. Upon evaluation, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective internal charger component. The pt received a replacement battery charger.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger.